Event description:
Report received indicated there was balloon inflation difficulty, balloon rupture and device withdrawal difficulty from vessel. The target lesion was proximal and mid left anterior descending artery (lad). The lesion was a de novo, heavily calcified and slightly tortuous. There was 90% stenosis. The lesion was pre-dilated twice at 10atmospheres (atm) for 30 seconds. It was noted that sufficient indentation could not be achieved at the distal section of the target lesion because of the heavy calcification. Thereafter, the cypher stent delivery system (sds) was advanced using an additional neo's route guidewire, however, there was crossing difficulty through the target lesion. In order to re-deliver the sds, an additional pre-dilation was conducted at the remaining sections at 14~18atm for 30 seconds and again, there was insufficient indentation. The sds was delivered to the target lesion and the balloon at 12~16atm. It was noted that the balloon had difficulty inflating at the distal end of the balloon, and consequently the stent was not expanded equally. After expanding the stent, attempts were made to withdraw the sds, however, the sds became stuck inside the vessel's plaque. To remove the sds the balloon was repeatedly inflated and deflated, however, retrieving the sds system through the plaque was not possible. In addition, the balloon had ruptured with the calcified vessel. The balloon was completely deflated so that there were no problems with the arterial flow and subsequently the patient was transferred to another hospital for possible sds removal under emergent surgery. However, once the patient arrived to the second hospital, the sds was removed by engaging the guiding catheter deeper into the arterial vessel and removed thereafter without surgery. It was noted by physician that the possible cause of the event was due to the vessel diameter being too small, and the vessel calcification too heavy to implant a stent. The patient's current condition is stable.

Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.